Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 497 mg/dl. Customer experience high ketones identified by hcp as dangerous. Cause was unknown. Elevated bg was addressed via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.